Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had a insulin pump error alarm and button anomaly. The customer stated had to press the buttons several times for it to go through. Customer has had issues with the rewinding sounded funny, customer was currently having issues with the buttons. Customer stated that the screen was not bright enough and was foggy under the screen on the corner. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.